Event description:
Asr revision hip(s) to be revised: right type of hip replacement product: asr xl reason(s) for revision: dislocations (not arising from traumatic event)

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update alert date 30th jan 2017. Additional reason for revision : cup loosening.